Manufacturer narrative:
--

Event description:
Additional information was received that the pacemaker and ra lead exhibited noise, oversensing and an unknown duration of pacing inhibition. The ra lead was surgically abandoned and replaced and the pacemaker remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.